Event description:
Complaint received that alleges "patient had to be admitted to a wound care due to ulcer. Ulcer developed on dorsal aspect of the toes. There was no pain". Questionnaire not received from customer or clinician. Device not received manufacturer at this time.